Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an x-ray and had their device replaced, but didn't know why. Their doctor tried to reset the patient programmer and told them something was wrong with the device. The patient didn't know any details about why they had a replacement or why they had an x-ray. There was no issue with their current device. This occurred in before (B)(6) 2016. There were no further complications reported or anticipated.